Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The check valve assembly was replaced to resolve the reported issue. Requested patient information via phone call on (B)(6) 2020. No patient information provided to date. (B)(4).

Event description:
The hospital reported an over delivery of pressure and loss of mechanical ventilation. There was no report of patient injury.